Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to the revision procedure. During the revision procedure the there was a crack in the pump tube at the connection to the cylinder resulting in fluid loss. The ipp cylinder and pump were explanted and replaced with a new ipp cylinder and pump with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported fluid loss was confirmed through analysis. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination of the pump identified the tubing was cut down to the pump and was not returned with the component. The pump performed within all testing parameter specifications. Visual examination of the cylinders identified had wear in the cylinder bodies. Cylinder 1 had a fluid leak as a result of wear at the fold in the proximal cylinder body. Cylinder 1 was not functionally tested as a result of the fluid leak. Cylinder 2 performed within all functional testing parameter specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to the revision procedure. During the revision procedure the there was a crack in the pump tube at the connection to the cylinder resulting in fluid loss. The ipp cylinder and pump were explanted and replaced with a new ipp cylinder and pump with no clinical consequences to the patient.